Event description:
It was reported that after the procedure to implant an xact stent in the left internal carotid artery, the patient experienced expressive aphasia and was diagnosed with a stroke. Brain MRI showed infarction. No treatment was provided. The patient returned to neurological baseline 2 days after the procedure, and was discharged without sequellae 5 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.